Manufacturer narrative:
(B)(4).

Event description:
It was reported that the suture anchor threads broke during insertion. All broken pieces were removed from the patient. A backup device was available to complete the procedure without delay or patient impact.

Manufacturer narrative:
One 72203379 healicoil pk 5.5mm-2 ub blue-cobraid device was reported on. The complaint stated ¿threading broke on suture device¿. The anchor was returned but portions of the threads are missing. Both ultrabraid and one blue/white cobraid were returned. These were attached to the device. There is no apparent damage to the shaft or the forks. Torque is a concern with the spiral vs. Solid screw configuration. Please note: IFU reads: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. There are no prep details available. No root cause associated with the manufacture of this device could be supported. No further investigation warranted. (B)(4).